Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 8/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, a mentor smooth round moderate profile 425cc was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
The device was received at mentor without fluid. No foreign material was observed within the device. Red material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2.5 cm within a crease on the anterior aspect and several creases on the posterior aspect. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage or the etiology of the red material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 5643868 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. (B)(4).